Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the control iq software did not function as intended, and "over corrected". Subsequently, customer¿s blood glucose (bg) level lowered to 56 mg/dl. Customer consumed glucose tablets and apple juice to address bg. Although requested by tandem technical support (cts), customer was unable to upload pump data for cts review. Reportedly, customer continued to use the pump for insulin therapy and discussed pump settings with a health care professional.